Manufacturer narrative:
Device available for evaluation?: yes, returned to manufacturer on 10/23/2017. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection at 12x magnification showed the lens is cut in half and it is damaged on the anterior side. The product is most likely damaged due to explant. Considering the condition of the lens additional analysis is not possible. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The initial MDR had an incorrect date received by manufacturer of 08/07/2017 in section. The correct date for this field is 08/17/2017. The following section has been updated accordingly. Date received by manufacturer: 08/17/2017. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxr00 23.0 diopter intraocular lens was implanted into the patient's right eye on (B)(6) 2017. It was later explanted on (B)(6) 2017, due to prior lasik and poor visual acuity. There was no incision enlargement, vitrectomy, or sutures used. There was no post-operative patient injury. The lens was replaced with the same model, but a different, smaller diopter of 21.0. No additional information was provided.